Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/02/2015. The fse found disconnected tubing at port 12 of the blood sampling valve (bsv). The fse reattached the tubing to fix the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 200ml from disconnected tubing on a coulter lh 780 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.